Event description:
Customer reported receiving a reading of 90 mg/dl at home with a precision xtra meter. Their dr was contacted and recommended a visit to the hosp. A reading of 294 mg/dl was received at the emergency room. The customer was monitored in ER then taken to a regular room where they were provided insulin before eating. Customer was hospitalized until the next day. During the same period, customer also suffered from the flu. Troubleshooting with customer indicates the calibration code for the test strips was not set properly at the time of the event.